Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to hardware reset error which was consistent with a failed product code download. Telemetry interruption could not be reproduced. Device was tested on bench after reloading product code and no anomalies were observed.

Event description:
It was reported that the device was found to be in backup vvi mode while still in the box. Device was fine a week before when device upgrade was performed. The cause of bvvi was unknown. Device was not used and was returned for analysis.